Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized. The customer attempted to treat with a correction bolus via the pump and a manual dose injection, however, was treated in the hospital intravenously with fluids of saline and insulin. A replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.